Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie complaint number (B)(4). Zimvie did not receive one (1) unknown biomet screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev. H 2024/01. Information identified: "potential adverse events" based on the investigation and risk management file review , the most likely root causes determined from the investigation are external factors (patient¿s condition) - customer error. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10. Bnst485, 3i t3 with dcd non-platform switched tapered implant 4 x 8.5mm / 2015101481. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported at follow up (f/u) appointment it was found the screw broke in #20 implant. The patient had experienced peri-implantitis at implant tooth site #20; but implants at tooth #18 and #19 failed probably overloaded, with associated pain and inflammation. Therefore, the implants were removed.